Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had bent trunk cable connector pins. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed the hi-pot test. The cause was bent trunk cable connector pins. The root cause for the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.